Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers failure message not detected on bus. The customer stated that the ICU med station containing narcotic, makes this a higher priority. There is one other machine on the unit, so patient care should not be disrupted, due to access to second pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main cubies were missing from drawer 5.1. A field service engineer had reseated all cables and wires for drawers 5.1 and 5.2. The field service engineer then rebooted the system and verified drawer functionality using the hardware test application. After confirming successful operation, the field service engineer allowed the escort to access the station. The cubies were released and unloaded. The field service engineer had advised the site to replace the missing cubies. Functionality was tested and confirmed to be successful. The system functioned as intended after the field service engineer repaired the device.